Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was (not) returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided for review. 3mensio imagery was provided and reviewed. The patients access vessel showed some tortuosity and calcification. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The insertion difficulty and sheath distal tip split were unable to be confirmed. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non conformance was unable to be determined. However, review of the DHR and lot history did not provide any indication that a manufacturing non conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. It was reported that the perclose device failed before the sheath was inserted which made it difficult to insert the 14fr esheath. The 14fr esheath appeared to be stuck on the perclose device when inserted. The esheath was removed and it appeared to have a distal tip split. It is likely that the perclose device failure resulted in negative device interaction with the sheath during insertion, creating a physical obstruction for smooth navigation. It is possible the sheath tip interacted with the device causing damage. Patient factors (calcification, tortuosity) were identified in the imaging evaluation; however, it is more likely that the sheath insertion difficulty and damage were a result of the perclose interaction based on the reported event. Available information suggests procedural factors (interaction with perclose) resulted in the difficulties introducing the sheath and alleged sheath tip damage (split). Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifesciences field clinical specialist, regarding a 26mm sapien 3 ultra valve. The perclose device failed before the sheath was inserted which made it difficult to insert the 14fr esheath. The 14fr esheath appeared to be stuck on the non edwards closure device when inserted. The esheath was removed and it appeared to have a distal tip split. A second 14f esheath was prepped. The second esheath was inserted with no issues. A perforation was observed post sheath removal. A 10mm x 5cm non edwards stent was placed in the right femoral artery. Patient is stable. It could not be determined if the edwards lifesciences 14f esheath contributed to the injury.